Manufacturer narrative:
Device available but not yet received.

Event description:
On (B)(6) 2017 an avr was performed and an orbis prosthetic heart valve was implanted. When the patient was in ICU post-procedure, they experienced ventricular fibrillation. The patient was returned to the operating room, and it was discovered that there was great resistance to the valve leaflets opening and closing. The device was explanted, and a new product was implanted. The patient then restored sinus rhythm, and was in ICU under observation at the time the event was reported to the manufacturer.

Manufacturer narrative:
The manufacturer received confirmation that the valve is not available for return. As such, no further investigation can be performed. As such, the root cause of the event cannot be determined. However, based on the results of the document review performed previously, no manufacturing deficits were identified. Device not available for return.

Manufacturer narrative:
Manufacturer narrative: a complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.

Event description:
On 16 january 2018, additional information was received about patient outcome that the patient is doing fine. There was no indication about what was preventing the orbis leaflet from opening. No tee/tte at the time of detection of the event is available.